Manufacturer narrative:
D10: concomitants: 2865700 02-010-03-0340 - logic cr femoral cem, right, sz 4. 3650363 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. 3651211 200-02-38 - three peg patella 38mm. Pending investigation.

Event description:
As reported via legal documentation a 68 y/o female patient had a right knee replacement on (B)(6) 2014. Approximately 8 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2022 due to pain and swelling. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. Revision op report. 10 may 2023/ k mcguinness received via legal 18 apr 2023. Diagnosis: failed right knee arthroplasty secondary to poly wear. During the procedure there was extensive synovitic changes but no evidence of metalosis. An extensive and meticulous synovectomy was performed. The posterior portion of poly was thinned but not fractured. Sterile dressing was applied. The patient was brought to recovery in stable condition.

Manufacturer narrative:
Recall number: z-0021-2022 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D10: concomitants: 2865700 02-010-03-0340 - logic cr femoral cem, right, sz 4, 3650363 02-012-41-4040 - logic tibia traptray cem sz 4f/4t, 3651211 200-02-38 - three peg patella 38mm. The following sections were updated: g1, h6, the following sections were corrected: b1, b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.